Event description:
It was reported that during a da vinci-assisted surgical procedure, maryland bipolar forceps (mbf) instrument was observed to have thermal damage to the yaw pulley. The customer used a backup mbf instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs did indicate that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: it was unknown if the instrument collide with an energy instrument during the procedure. It was unknown if arcing was observed during the procedure but was probably no. There was no injury to the patient. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h10/h11 for follow-up information.